Event description:
(B)(4). Stomach pains, back pains, migraines, brain shocks, restless leg syndrome, boils, (B)(6), face swelling, eyes swollen, knots on face and head, pain during and after sex, body aches, muscle spasms, memory loss, hair loss, brain fog, sensitively to light eyes, rashes on body turned to blisters, massive panic disorder, depression.